Event description:
Cup was seated in optimal position (confirmed by x-ray) and surgeon gave cup impactor one more blow. When he hit it, the threaded dip that attachés cup to shell snapped off. Pt was not at risk and as stated, the cup was fully seated and in an optimal position.